Event description:
As reported on (B)(6) 2010, a (B)(6) male presented for a nanoknife ablation of a lesion located on the left lobe of the liver. During the procedure, the nanoknife generator had a hardware communication error. The machine was shut down and rebooted. The procedure resumed after reboot and was successfully completed. Post procedure, the patient reported nausea and vomiting. The treating physician attributed the event to the location of the probes close to the stomach during the procedure, as well as the patient had reported he had consumed a large meal the evening before the scheduled procedure. There was no reported harm or injury to the patient due to this event.

Manufacturer narrative:
There was no indication of a device malfunction or a product problem. This report is not being submitted for a product problem but rather to report the patient experienced nausea and vomiting post procedure. The postoperative nausea and vomiting was attributed to the probe location during the procedure and the patient's consumption of a large meal the evening before the scheduled procedure. As reported, the treating physician was satisfied with the ablation results, and there is no reported harm or injury to the patient. The nanoknife system includes single use electrode probes and generator. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regards to this event. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).